Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during implantation of an 8mm x 100mm smart vascular self-expanding stent (ses), the stent broke when it was released at the middle part and then continued to be released. Both portions of the stent were left inside of the patient. As a result, a new 8mm x 100mm smart vascular ses was implanted. This was during a procedure to treat a 90-100% occlusion of the iliac arteries. The lesion had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). During deployment, the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient and the device was able to be removed in one piece. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, during implantation of an 8mm x 100mm smart control vascular self-expanding stent (ses), the stent broke when it was released at the middle part and then continued to be released. Both portions of the stent were left inside of the patient. As a result, a new 8mm x 100mm smart control vascular ses was implanted. This was during a procedure to treat a 90-100% occlusion of the iliac arteries. The lesion had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). During deployment, the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient and the device was able to be removed in one piece. The device will not be returned for evaluation; however, two procedural films of the reported event were provided. An external physician review of the received films were conducted, and the following observations were noted: ¿the first video shows retrograde access in the left common femoral artery. A guide wire and guide sheath have been advanced over the aortic bifurcation. Pre treatment angiogram images are not provided. There appears to be moderate calcification of the right common and external artery. There is likely multifocal stenosis within the right iliac system. High grade stenosis at the level of the iliac bifurcation is suspected. The second video shows deployment of a smart stent. The distal aspect of the stent is in the distal external iliac artery and deploys normally with good expansion of the stent and normal interstices pattern. From 0:12 seconds to 0:02 seconds on the video we can see significant retraction of the stent delivery device pulling it back over the aortic bifurcation to the level of the left mid common iliac artery. There appears to be significant tension on the delivery system. At this point the stent fractures at the level of the probable iliac bifurcation. The iliac artery is heavily calcified in this segment. No post stent placement angiogram images are provided. As per clinical report a second stent was placed. As per on site cordis representative the device appeared normal prior to use and was prepped as per the IFU prior to being inserted into the patient.¿ the reported event of ¿stent-fractured/separated¿ was confirmed through film review of the received procedural films. However, without return of the device, the exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and procedural films provided, handling factors (significant tension applied to the delivery system) most likely contributed to the fracturing of the stent reported. As concluded by the external physician review, ¿nitinol stent fractures after initial placement is a well documented potential long term potential complication. In the lower extremity this occurs most frequently in the superficial femoral artery due to biomechanics forces. Fractures of iliac artery stents are relatively uncommon. Additionally, stent fracture during initial implantation is very rare. When placing a nitinol self expanding stent it is important to hold the delivery catheter steady with only slight gentle retraction as the tendency is for the delivery catheter to try to move forward during deployment. Movement forward or backward during stent delivery can result in segments of longitudinal expansion or compression. In the literature, longitudinal expansion during stent deployment has shown to be an increased risk fracture for long term stent fracture. In this case, there was considerable retraction of the delivery catheter during stent placement and the stent fractured at the site of heavy calcification and apparent subtotal occlusion. We have no angiogram images of the target vessel pre and post stent placement and no information whether pre stenting angioplasty was performed. I have no information to suggest that a manufacturing defect or quality issue contributed to this event. In my opinion, difficult arterial anatomy and procedural technique contributed to this complication. The treating physician handled the complication appropriately with placement of an additional stent and the patient experienced no post procedure complication.¿ according to the IFU, which is not intended as a mitigation, ¿while using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ neither the film review, nor the available information suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.